Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/31/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it needed additional tissue incision to retrieve the needle? No.

Event description:
It was reported that a patient underwent an endoscopic myomectomy procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the needle broke. The broken needle piece fell inside of the patient and was retrieved by a CT test. Another like device was used to complete the procedure with no adverse patient consequences. The current condition of the patient was reported as stable. Additional information was requested.

Manufacturer narrative:
Patient:(B)(6). Outcome: prolong surgical time the actual sample was returned for evaluation. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.